Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event. The monitor was unable to power up due to printed circuit board damage.

Event description:
It was reported by the patient that the remote monitor was not receiving power. Different outlets were tried but the situation did not resolve. A new power cord will be sent out to try. It was further reported that the new power cord did not resolve the issue and a new monitor is being ordered. No patient complications have been reported as a result of this event.